Manufacturer narrative:
(B)(4). Date sent: 04/17/2025 h6, h11: investigation conclusions and investigation summary corrected. Investigation summary visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and a gst60b reload present. The reload was received fully fired. In addition, an unknown trocar was inserted into the shaft the device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb to be damaged. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. A manufacturing record evaluation was performed for the finished device batch number 146d53, and no non-conformances were identified. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric bypass surgery at the infanta sofía hospital, the head of general surgery used the echelon 3000 device for the first time. The device was introduced through the trocar into the patient, articulated correctly, and fired the first shot without issues. However, when attempting to return the device to its original position for removal from the trocar, it was not possible. None of the usual solutions worked: neither the articulation button, nor the return-to-home button, nor removing and reinserting the battery, which was attempted several times. The device completely ceased to function, and it had to be removed from the patient¿s body with the trocar still in place, as it could not be extracted through the trocar in the normal manner. The surgery was delayed 5 minutes. The procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 1/7/2025. D4 batch#:146d53. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and a gst60b reload present. The reload was received fully fired. In addition, an unknown trocar was inserted into the shaft the device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb was noted to be non-functional. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb to be damaged. A manufacturing record evaluation was performed for the finished device batch number: 146d53, and no non-conformance's were identified. A manufacturing record evaluation was performed for the finished ech60s, with lot/batch number: c9ee38, and no non-conformance's were identified.